Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿sparks¿ present in complaint. The product was returned for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. There was no visual evidence of sparks or other damage to the unit. The ac power cord has a non-polarized plug, as required by design. The ac/dc power supply was inspected and all external wires were intact with no problem found. The ac/dc power supply was connected to a wall outlet, and there were no sparks seen. The unit was functionally tested with no discrepancies.

Event description:
The a/c power cord is allegedly not polarized and sparks when you plug it in the outlet socket. No injury is alleged.